Event description:
It was reported that during a da vinci si prostatectomy procedure, the site experienced a system error 25303. The site rebooted the system when they first encountered the system error 25303 however the system error message recurred approximately 5 minutes later. The site contacted an isi technical service engineer (tse) who had the site perform an emergency power off (epo)and reseat the blue fiber cables; however, after the epo, the system did not boot properly. It was noted that the surgeon console did not have any power. The tse had the site check all cable connections together and the system suddenly booted properly. The surgeon decided to continue the case robotically. The site contacted the isi tse once more and reported a system error 25326. The tse checked the system logs, and noticed that the system error 25326 was pointing to the remote arm controller boards (rac) on the master tool manipulator left (mtml).at this time the surgeon made the decision to convert the procedure using traditional open surgical techniques. On (B)(4) 3013, the isi field service engineer replaced mgps and psc to resolve the system error messages experienced by the customer. The system was tested and passed testing. No further clinical information has been provided.

Manufacturer narrative:
Attempts have been made to contact the site to gather additional information about the procedure and the patient; however as of date of this report no response has been received. Isi reviewed the system logs and confirmed the alleged error messages being reported by the site. As of date of this report the parts replaced have not been returned for failure analysis evaluation. However when they are returned and once analysis is completed a follow up MDR report will be submitted. This complaint is being reported due to the following conclusion: the surgeon converted the da vinci surgical procedure to open surgical techniques after experiencing system error code 25326 occurrence.

Manufacturer narrative:
Device evaluation information can be found: product came back for investigation with the following findings:failure analysis was unable to replicate the reported issue by installed power supply into pca system and power up at normal mode. This unit passed the following: video, voltages, current and power cycle for one hour without any errors. The power supply was in good condition. Failure analysis recommended to transfer the power supply to defective stock and recommended original equipment manufacturer (OEM) repair. No parts were replaced at this time.